Manufacturer narrative:
The device code was updated. The field service engineer (fse) did not identify a cause for the issue. The instrument was checked and a 21-cup precision test was completed successfully. The customer did not provide any calibration or qc data but stated both were acceptable. The customer did not provide any additional information. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
H3: na

Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results for 109 patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated multiple patients had a significant difference between their initial and repeat results. The reporter also stated that they received "abnormal aspiration" on their ion-selective electrode (ise) prior to the errors starting. The initial results were reported outside of the laboratory. The reporter noted that the patient results were abnormal, had failed delta checks, and had auto-repeat results that were not matching, which prompted the rerun of the patient samples. The patient samples were rerun on their other module. The repeat results were deemed correct. The reporter was able to provide 11 examples of discrepant results. Please refer to the attachment pt-81473 for the table containing examples of questionable results. The electrode lot numbers and their expiration dates were requested but not provided.